Event description:
It was reported that an increase in capture with a decrease in sensing and impedance were observed. The device was reprogrammed. Lead remains implanted, as no decision has been made yet by the physician on lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.